Event description:
The lay user/patient contacted lifescan (lfs) on february 28, 2006 alleging that she had wasted several test strips in order to obtain a reading and has stopped using the meter. Last august 2005 (exactly day is unknown) the patient experienced symptoms of feeling weak and sweaty. She did not try to test her blood glucose and contacted paramedics. She did not try to test her blood glucose and contacted paramedics. Paramedics arrived within 15 minutes and tested the patient on their meter and received a 200 mg/dl. The patient was taken to the ER where she was treated with intravenous insulin and was in the ER for about four hours. While in the ER she claims an hba1c test was done; however, does not recall the reading. The patient had stopped using the meter a month prior to the incident. The patient claims that when she inserts the test strip all the way into the meter, the meter shows the apply sample icon.